Event description:
Patient brought to surgery for grade 3 to 4 stable left slipped capital femoral epiphysis. Patient underwent another in situ pinning of left slipped capital femoral epiphysis with subsequent breakage of a 7.3 synthes screw. Patient was status post in situ fixation x 3 months when the event occurred.